Manufacturer narrative:
(B)(4).

Event description:
It was reported that t-wave oversensing was noted. Review of the egm's revealed that due to inappropriate programming, evaluation could not be performed. Programming changes were recommended. No further information is available.